Event description:
The customer reported that the lh500 hematology analyzer generated falsely elevated neutrophil (82.8%) and falsely low eosinophil results (0.9%) on one pt sample. The test results were accompanied by instrument-generated messages for imm ne 1 (immature neutrophils 1: suspect immature neutrophils, primarily bands) and imm ne 2 (immature neutrophil 2: suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes). A manual differential was performed where 57% neutrophils and 24% eosinophils were counted. The erroneous results were not reported out of the lab. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for add'l reportable events. This MDR is for pt 1 of 1 on analyzer 2 of 2. See MDR #1061932-2011-01452 for pt 1 of 1 on analyzer 1 of 2. Raw data associated with testing this sample on the lh500 analyzer was not provided for analysis. Field service info was not provided. The root cause was not determined though possibly sample specific and related to the software algorithm for the lh500.